Manufacturer narrative:
Correction: d4:corrected UDI information.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause could not be determined. There was no failure with ventilator instead the reported behavior was implemented since the sw version 6.1.0. Unit functioned as it designed.

Manufacturer narrative:
At this time, the suspect device has not been returned for investigation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical regarding safety issue with 6.1 software of bellavista1000 us ventilator. Staff concerns with serious safety issues when doing weaning trials from psv to a/c modes. When switching patient to psv and the patient is failing, there is significant time lapse to get the vent back to previous setting. Staff is citing "patient's desaturated significantly" while getting the settings back in order. When the end user try psv trial, it is not visible to know the settings not defaulting back to their previous a/c mode. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.